Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was experiencing movement issue/device was moving and they were feeling a lot of back pains. Patient also stated they could not get a hold of their doctor until monday. Patient was advised to go to the closest hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that device was moving under their skin and had moved towards their spine. The patient had a revision on (B)(6) 2018 and the device was sewn onto the patient's muscle. The reported event date for the ins moving was (B)(6) 2018. The issue was resolved without complications. The patient had a follow-up appointment scheduled for (B)(6) 2018. The patient did not report any associated symptoms on the call, and stated that there were no complications and the issue was resolved at this time. No further complications were reported as a result of this event.